Event description:
Md has reported failure of 2-way valve included in the curity thoracentesis tray. It was reportedly impossible to withdraw fluid through the valve. This was detected while the md was testing the device prior to its anticipated use. It was discarded before being used on any pt.